Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right common iliac interventional procedure the fox plus balloon ruptured during the first inflation at 9 atmospheres. The ruptured balloon was entirely removed from the body without difficulty. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided a review of the device history record did not reveal any non-conformity which could have contributed to this complaint.